Manufacturer narrative:
The vascade mvp was not returned for evaluation as it was discarded by the user facility. Since the vascade mvp lot number was not provided the device's manufacturing records cannot be reviewed. Haemonetics is still attempting to obtain additional information regarding this matter. If any additional information is received this report will be supplemented accordingly.

Event description:
It was reported that a patient presented to their healthcare provider approximately a month post an interventional procedure using the vascade mvp. The was experiencing an access site infection. The patient was administered antibiotics and transferred to a hospital for observation. No further details were provided.